Event description:
The service report shows that while the device was in for an unrelated service, the volume and leak tests were found to be out of spec. The co's service technician inspected the device and replaced the cup seal and inlet valve assembly. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.